Event description:
The customer reported that the AED is flashing red and will not power on but powered on with a spare battery pack. The customer did not report this occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on but powered on with a spare battery pack. The AED maintenance frequency is monthly by performing a scan for dates and check asi light. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions.